Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis: sickle cell pain crisis.

Event description:
It was reported that the rn did not autoscan the syringe and the incorrect pca concentration was programmed in the ped ICU/or/ed. In this event, the patient was to receive a secondary infusion of morphine 150mg/0.9% nacl 30ml pca syringe with a 1mg bolus dose (0.2ml), lockout 6 minutes, one hour dose limit of 10mg. However, the rn incorrectly programmed the device as morphine 30mg/0.9%nacl 30ml, therefore a 5mg (1ml) bolus was delivered. The customer further stated that the patient experienced lethary, however the patient's vital signs remained stable. Nursing requested that a formal enhancement request be submitted to bd for a prompt for the scan within alaris to avoid attaching something to the pump. It would not need have to be a hard stop. The facility is finding that education has not been enough to reinforce the practice of scanning. The customer would also like to confirm that scanning through auto ID is not retrievable via a report, and if not, could this also be included in the enhancement request as this information would be helpful to identify the scope of the problem and during investigations.